Event description:
The patient was taken to the cardiac catheterization lab for assessment of pathology and planned percutaneous coronary intervention. During the procedure, an arrow intra-aortic balloon catheter was inserted via the right femoral artery. The teleflex ac3 optimus intra-aortic balloon pump was deployed. After less than one minute of intervention with the iabp [intra-aortic balloon pump], a high-pressure alarm was sounded, and the device stopped pumping. Multiple efforts to rectify the alarm and restore pumping were unsuccessful and the intra-aortic balloon was removed by the physician. This was the first use of inserting the arrow intra-aortic balloon catheter and the teleflex intra-aortic balloon pump at this facility. It is unknown at this time if there was a device or user issue, or if the patient's anatomy and vascular condition contributed to the event.